Event description:
On (B)(6) 2009, the pt's mother reported the pt has experienced many occlusion errors (competitor infusion device) with his last 3 boxes of infusion sets. They are able to clear the error by changing the infusion tubing. She noticed that there seems to be more "kinking" in the infusion tubing. The infusion site is changed every 3 days and the infusion tubing is changed with every other site change. She was advised to change the infusion site every 2 days. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets were discarded. Product was replaced. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.